Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she used to charge her ins once a week and always turns her device off at night. She stated that she continues to see the low ins battery screen on her patient programmer and stated she is charging more frequently and the charge only lasts about 2 days and currently turned off her device. The patient said that there have been minor adjustments to her programming since she got the device but nothing recently. No reprogramming, group switching, or parameter increase has occurred. The patient again reports she doesn't believe she has ever gotten her ins to full charge. The patient reports she always gets full 8 coupling boxes and typically charges her device for an hour or more. During the call, she had 8 boxes and the 1/2 section of the ins battery was flashing on the implantable neurostimulator recharger (insr) screen. The patient further reports that the left side of her head in the back goes numb and feels like pins and needles and has been going on for around 6 months. As well, the patient reports her replacement patient programmer was functioning properly and the issue is related to her ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the programmer would not power up, the batteries were low and they weren¿t able to turn therapy on or off. The programmer batteries had to be replaced every day. A replacement programmer was sent. No medical symptoms were reported. No further complications are anticipated. Additional information was received from the patient. The patient reported that the battery has never shown full since implant, and that it doesn't charge to full. They also stated that their programmer still isn't working fine and they keep getting low battery icon since the week prior. The patient stated they would call in when they have the equipment for further troubleshooting.